Event description:
It was reported that the IV tubing set "snapped" and separated at the distal y-site when the patient was ambulating from the bathroom, in the labor and delivery department. Although requested, there is no further event or patient information available.

Manufacturer narrative:
The customer¿s report that the tubing set separated at the distal y-site was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components visual inspection of the set noted separation at the engagement between the exit of the lower smartsite valve and expected tubing components. Examination under magnification of the open smartsite exit observed a gap, based on insufficient solvent within, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. There were no other anomalies observed. Functional testing was not performed due to the obvious separation. The root cause is due to improper assembly due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV tubing broke in half at the distal tip. There was no patient harm reported.